Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a ruptured pre-operative 8 cm abdominal aortic aneurysm. The access vessels were diseased, narrow measuring 6.5mm in diameter, severely calcified and moderate to severely tortuous. The aortic neck was short, 10 mm in length and diameter was 30 mm at the level of the renal arteries and 34 mm at 10 mm below the renal arteries. It was reported that the vessels were ballooned prior to insertion of the stent graft delivery system and no conduit was used. Upon final angiogram, there was a proximal type 1 endoleak. The physician stated that as the delivery system was being removed the nose cone may have caught in the iliac stent graft and slightly pulled the stent graft down. The physician attributed this to the small iliac artery. A talent aortic cuff was implanted and this improved the endoleak but did not completely resolve it. There may still be a type I or type IV endoleak. The decision was made to monitor the pt in 30 days. Further follow-up indicated that no further intervention was performed. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4) - required intervention. Results: endoleak, diseased, narrow, severely calcified and moderate severely tortuous vessels, short, reverse funnel shaped aortic neck, pre-operative ruptured aneurysm, pre-operative ruptured aneurysm. Conclusion: diseased, narrow, severly calcified and moderate to severely tortuous vessels, short, reverse funnel shaped aortic neck, pre-operative ruptured aneurysm.